Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a sharp pain/shocking the night before the report. The patient reported it was like being poked at the implant site. The patient reported that they turned the ins off and it stopped the shocking sensation. The patient was redirected to their healthcare provider. The patient noted they had informed their healthcare provider and they were going to reach out to a manufacturer¿s representative. No further complications were reported.